Event description:
Info rec'd indicates, while performing preventive maintenance, the technician found the bed would not place a nurse call due to missing pins on the sidecom board.

Manufacturer narrative:
The technician replaced the sidecom board to repair the bed.